Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2008. During a follow-up performed on (B)(6) 2020, it was observed that the battery impedance was 5.58kohms and the estimated residual longevity was 1 year and 10 months. On (B)(6) 2021, it was observed that the pacemaker had reached the recommended replacement time (rrt). The device was explanted on (B)(6) 2021 and should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2008. During a follow-up performed on (B)(6) 2020, it was observed that the battery impedance was 5.58kohms and the estimated residual longevity was 1 year and 10 months. On (B)(6) 2021, it was observed that the pacemaker had reached the recommended replacement time (rrt). The device was explanted on (B)(6) 2021 and should be returned for analysis.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2008. During a follow-up performed on (B)(6) 2020, it was observed that the battery impedance was 5.58kohms and the estimated residual longevity was 1 year and 10 months. On (B)(6) 2021, it was observed that the pacemaker had reached the recommended replacement time (rrt). The device was explanted on (B)(6) 2021 and should be returned for analysis.